Manufacturer narrative:
(B)(4).

Event description:
The pt walked through a theft detector or security gate during a federal building security screening and felt a shocking sensation. The pt's implantable neurostimulator was off at the time. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.